Manufacturer narrative:
Investigation: no samples were returned therefore the investigation was performed based on the photos provided. Several photos of bd insulin syringe shelf cartons and shipping cartons from lot# 1158086 were provided. The customer reported that the box has a stain. The photos were examined, and it was observed that one shelf carton exhibited a brown, semitransparent material adhered to the shelf carton lid and sides. A review of the device history record was completed for batch# 1158086. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. There were no quality notifications or maintenance dispatches that pertained to these defects during the production of this batch. A root cause cannot be determined.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe experienced foreign matter in the fluid path. The following information was provided by the initial reporter: it was reported that orange color foreign substance was found on the needle.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe experienced foreign matter in the fluid path. The following information was provided by the initial reporter: it was reported that orange color foreign substance was found on the needle.